Event description:
The physician attempted to advance the visi-pro stent into the left common iliac. While advancing, the stent appeared to become dislodged from the mounted balloon platform. Therefore, the physician deployed the stent in a different location, in the external iliac. The physician then successfully deployed a different stent in the proper lesion location.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.